Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, the implantable cardiac monitor exhibited post-sensed t wave oversensing. Programming changes were discussed but not made. No adverse consequences were reported.